Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented a merlin transmission for routine device follow-up, it revealed the patient received inappropriate antitachycardia pacing and shock therapy due to ventricular oversensing. Declined r-wave sensing amplitude was observed. Lead imaging confirmed the lead had dislodged. The cause of dislodgement was suspected of the patient falling down. Lead revision was not possible since the helix could not be retracted. Tissue was found stuck on the helix. The lead was explanted and replaced. The patient condition is fine. The patient will be monitored with routine follow-up.

Manufacturer narrative:
(B)(4).

Event description:
New information received states a non-sustained ventricular tachycardia episode could not be retrieved from the electrogram. The episode still could not be read after device interrogation. The patient is asymptomatic. The stored episodes on the electrogram were cleared. The patient will be monitored with routine follow-up.